Event description:
Additional information received noted that the programming changes were performed but not successful. No further intervention was planned. The patient was in stable condition.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient's condition was unknown.